Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline breast prosthesis. Deflation of the left breast prosthesis was confirmed by physical examination. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered three rents. Rent a measuring approximately 1.9 cm within a crease and an area of shell abrasion on the posterior aspect and extended to the anterior aspect; rent b measured approx. 0.6 cm on the anterior aspect and rent c measuring approx. 3 cm running from anterior aspect to posterior aspect. Microscopic examination of the edges of the rents b and c revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. The device history record ( DHR) of lot number 5763806 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).